Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3776-60. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the bent lead is unknown, and the patient's weight was reported. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they were unsure which lead was bent out of the two. The physician was replacing the battery so he is aware. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having their implant replaced due to normal end of life and the healthcare provider was having difficulty with inserting the lead. The representative said that the proximal end had a slight bend. Troubleshooting was performed and it was reported that they successfully inserted the lead into the battery. Contacts 0 and 4-7 showed poor connection but the patient was able to receive good coverage in their painful areas. No further complications reported.